Event description:
It was reported the pump was being replaced. During the procedure the catheter could not be aspirated, and it was found that the distal segment of the catheter was fractured at its entry point to the spine. A dye study was performed. Dye was injected to confirm the fracture location. The catheter was replaced. The explanted catheter was discarded. The patient status was indicated as alive; no injury. The pump was delivering gablofen. Additional information reported the patient was doing fine after the catheter exchange and was receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. Product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. (B)(4).